Event description:
The customer reported via email that she had a low blood glucose around christmas last year and went to the hospital. Customer stopped wearing the pump after that as they were having trouble controlling their blood glucose. Customer's blood glucose levels are now better after losing weight. Customer declined to speak with the helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.